Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts to obtain additional information were made; however, the technician was unable to provide patient identifiers and further information. (B)(4).

Event description:
A technician reported that during lasik surgery, the laser system stopped tracking the pupil during treatment, and said the treatment was complete, and then it said it was not complete yet. The surgeon had to re-lift the flap, as he had already placed it back on, in order to complete the treatment. The technician confirmed there was no patient impact noted the day of surgery. No further information is expected.